Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was as high as 500 mg/dl. Customer advised they are treating their high blood glucose via manual injection and are in the hospital. Troubleshooting for high blood glucose was performed. Customer experienced nausea, frequent urination and fatigue. Customer was advised to change out their entire set, reservoir, insulin and to treat their high blood glucose levels per healthcare provider's instructions.